Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited diaphragmatic oversensing one day post implant that could be reproduced with deep inspiration. An x-ray confirmed proper right ventricular (rv) lead insertion into the header. Surgical intervention was performed and the rv lead was explanted and replaced with a competitor¿s lead. No additional adverse patient effects were reported.